Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
A patient underwent a port placement procedure using the titanium implantable port for bladder cancer. Post procedure it was reported a development of infection of the implanted port chamber caused by staphylococcus epidermidis. Following device use, the patient experienced fever with an elevated c reactive protein level of 52 mg/l, along with redness, pain, and painful swelling in the ipsilateral peri clavicular region along the catheter pathway during a pressure injection attempt, resulting in an inability to inject through the device. The port was explanted, during which a catheter rupture within the vena cava was identified. The port chamber was successfully removed, and the remaining catheter fragment remained in situ and was subsequently retrieved via interventional radiology. The patient required hospitalization in the infectious diseases department for 9 days, with the hospital stay extended by an additional 3 days following the discovery of the catheter rupture. The patients current status is unknown.